Event description:
It was reported that the patient had a surgical procedure to revise an inflatable penile prosthesis(ipp) due to pain and discomfort when inflating the device. The cylinder was removed, re-dilated and replaced.